Manufacturer narrative:
The service engineer (se) evaluated the device and identified error logs related to the circuit leak. The se replaced the bacterial filter. Subsequently, the device passed all tests.

Event description:
It was reported that the ventilator had low tidal volume. There was no patient involvement. The event date was not specified, estimate used.